Event description:
Determined to be reportable based on analysis. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was located in the proximal left circumflex. The details of the lesion are unknown. The 3.00x32mm taxus liberte stent was unable to cross the lesion. The procedure was completed with another of the same device. The patient status is "satisfactory and good." However, the device analysis revealed stent damage.

Manufacturer narrative:
Visual examination noted distal stent strut damage. The distal end of the stent was bunched together. This type of damage is consistent with the device meeting some form of restriction during advancement. Microscopic examination also noted the stent was pulled distally over the tip of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.